Event description:
There was an allegation of numerous questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. Of the data provided, some representative examples are: an initial potassium result of 0.1 meq/l and a repeat result of 6.62 meq/l. An initial sodium result of 1.2 meq/l and a repeat result of 137 meq/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the preanalytics, changed the dilution bath assembly, vacuum nozzle, and ise degasser. He performed a gear pump adjustment, adjusted the sipper and vacuum nozzle, checked the vacuum pump, and adjusted the sample probe. The investigation did not identify a product problem. The cause of the event could not be determined.